Manufacturer narrative:
D4: UDI number is unknown. H6: health impact and evaluation codes: updated. H10: manufacturing device history record review was not performed, because the results of the complaint investigation, do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No product sample nor photos were received. Therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(6).

Event description:
It was reported, of a device force sensor error. There has been no report of patient involvement, or no observable clinical symptoms, or a change in symptoms identified in the patient.